Event description:
It was reported that this right atrial (ra) lead had come out. The patient was referred to clinic. This ra lead remains in service and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had come out. The patient was referred to clinic. This ra lead remains in service and will not be returned. No additional adverse patient effects were reported. Additional information received indicates that the patient left arm was out of the sling. The patient was lying on left side and did not raise the left arm above shoulder height. The transmission did not show any abnormalities. The representative spoke with the patient and confirmed that the transmission was normal. The representative also stated that there was no evidence of lead displacement. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.